Event description:
The customer reported that on (B)(6) 2012 failing prostate specific antigen (psa) calibration results were generated on the access 2 immunoassay system. Beckman coulter inc. Led customer troubleshooting indicated that a second calibration performed by the customer passed; however, the mean s0 relative light units (rlus) were abnormally elevated. There were no patient results generated in connection to this event. There have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Advised the customer to recalibrate the assay. After multiple recalibration attempts, the customer was able generate an acceptable calibration assessment with lower s0 calibrator relative light units (rlus) and subsequently generate quality control results within customer established specifications. No sample handling/collection information was provided by the customer. An instrument system check performed on the date of the event generated acceptable results.

Manufacturer narrative:
Service was not dispatched for this event. Beckman coulter inc. Assessment of instrument generated data and supplied troubleshooting assisted the customer in resolving the issue. The cause of this event is unknown and could not be determined based on the supplied information.